Manufacturer narrative:
Evaluation of the electronic data files for AED sn (B)(4) reveals an event on (B)(6) 2018 lasting approximately 918 seconds and consisting of 8 analysis periods and 3 shocks delivered. The details of the event are as follows: in the first analysis period, analysis was aborted shortly after beginning due to excessive interference and motion. Once patient motion terminated, the AED immediately entered the 2nd analysis period. In the 2nd, 3rd and 4th analysis periods, the AED encountered shockable rhythms, appropriately advised shock, and shock was delivered. In the 5th, 6th, and 7th analysis period, the AED encountered non-shockable rhythms, and appropriately did not advise shock in all cases. In the 8th analysis period, the AED encountered a shockable rhythm, advised shock and charged. Contrary to what was initially reported, two seconds after the shock button started flashing and the AED started prompting the user to "press the flashing shock button", the record indicates that the user of the AED pressed the power button instead of the shock button, powering down the AED and canceling the shock. Additionally, there is no evidence in the electronic data of the user attempting to power the AED back on, and hence the reason for this report. Examination of the electronic data files for this event also indicates that the AED had a low battery warning present since (B)(6) 2018. This would have been evidenced by a blinking red asi and audible chirps from the AED. The "battery low" prompts indicates that the battery pack capacity is getting low and that the user should replace the battery pack as soon as possible. This is different than the "replace battery now" prompt which indicates that the battery pack capacity is critically low. Although the battery low warning was present before and after the event, the low battery condition was not the cause of the AED powering down. The AED appears to have functioned as designed; no AED malfunctions were evident.

Event description:
An international distributor reported that on (B)(6) 2018, the AED was used on a patient and delivered 3 shocks before turning off. The emergency unit took over with their own AED and multiple shocks were delivered with their equipment . The patient was a male, around (B)(6) years old, who was not resuscitated.